Event description:
The patient presented with in-stent stenosis in the left common iliac artery. Reportedly, the patient had two layers of bare metal stents within the iliac artery from previous procedures. Pre-dilatation was not performed. A 9fr 30cm cook check-flo sheath was used to advance the gore® viabahn® endoprosthesis over a 260cm .035" boston scientific amplatz guidewire. The gore® viabahn® endoprosthesis was advanced up and over the aortic bifurcation. While trying to position the catheter within the existing stents the catheter became stuck. The gore® viabahn® endoprosthesis deployed prematurely across the aortic bifurcation when the physician attempted to dislodge the catheter. The patient was converted to surgical repair. The gore® viabahn® endoprosthesis was pinned against the patient¿s vessel wall by a bare metal stent. The patient was also implanted with a gore® propaten® vascular graft in a fem-fem procedure. The patient is reportedly doing fine.

Manufacturer narrative:
Concomitant product: 9fr 30cm cook check-flo sheath; .035" boston scientific amplatz guidewire. Review of device manufacturing record history confirmed device met pre-release specifications. Instructions for use, warnings section states: w. L. Gore & associates has insufficient clinical and experimental data upon which to base any conclusions regarding the effectiveness of the gore® viabahn® endoprosthesis with heparin bioactive surface in applications where the device is deployed within stents or stent grafts other than the gore® viabahn® endoprosthesis with heparin bioactive surface or the gore® viabahn® endoprosthesis. Other devices may interfere with the deployment of the gore® viabahn® endoprosthesis with heparin bioactive surface resulting in deployment failure or other device malfunction.